Manufacturer narrative:
The customer contacted beckman coulter field service engineer (fse) regarding the au480 chemistry analyzer, and identified the failure mode as kinked tubing. The customer stated the tubing was not properly maintained per the IFU (instructions for use). The customer replaced the tubing between the sample pot and flowcell to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low na (sodium) patient sample results on their au480 chemistry analyzer. There were no reports of change to patient treatment or injuries associated with this event.